Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product issue exists. All available information was investigated and it is likely that procedural conditions influenced the reported difficulties. The reported patient effects of worsening mitral regurgitation (mr) and failure to retrieve mitraclip system components are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, imaging was difficult due to the patient anatomy. Grasping was attempted, but was unsuccessful. The cds could not be retracted to the atrium without a high risk of chordal rupture therefore the clip was deployed only on the posterior mitral leaflet. No further clips were attempted, and the mr remained at 4. No additional information was provided.